Manufacturer narrative:
The glenoid loosening reported was likely the result of an insufficient bond between the implant and the bone, patient-related conditions, or a combination of the two. However, this cannot be confirmed as the devices were not returned for evaluation. Concomitant device(s): 300-01-15, equinoxe, humeral stem primary, press fit 15mm. 310-01-50, equinoxe, humeral head short, 50mm (beta). 300-10-45, equinoxe replicator plate 4.5mm o/s.

Event description:
As reported, approximately 5 years postop the initial implant, this (B)(6) y/o male presented with right aseptic glenoid loosening and was revised. The case report form indicates this event is not related to devices and definitely related to the procedure. The patient was discharged in 2 days. This event report was received through clinical data collection activities.

Manufacturer narrative:
Section h10: (b3) date of event: 03-mar-2021. (D6b) if explanted, give date: (B)(6) 2021. (H6) health effect - impact code: 4629, device revision or replacement; component code: 4755, part/component/sub-assembly term not applicable.